Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with this event. Upon evaluation of the customer's device, stryker observed that the device does not recognize the paddles lead. In this state, defibrillation therapy would be prevented from being delivered to the patient if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found a disconnected cable on the system board. The cable was reconnected to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.